Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's eye due to a bent haptic. The incision was enlarged to remove the lens and another lens of same model was implanted successfully.

Manufacturer narrative:
The lens has been received and is currently under evaluation. Investigation of this event is progress. A supplemental report will be submitted upon completion of the investigation.